Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A surgeon reports, a pt is overcorrected following an enhancement procedure in the left eye. The pt received a prk treatment in 2004 on a different laser platform. At 13 months post-enchancement, the manifest refraction is +1.00-.25 x 179. Additional information has been requested.